Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker was suspected to be failing as a high, out of range pacing impedance alert and a lead safety switch were triggered. Noisy signals were observed. A lead coating damage and a lead coductor fracture were suspected but after x ray analysis this could not be confirmed. Also, electromagnetic interference (emi) was suspected. A follow up was completed and there was no problem with the measured values at the pacing configurations at the time. It was decided to continue the normal follow-ups. The system remains in service. No adverse patient effects were reported.